Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 years after the dental implant was placed, in ada site #3 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with loose crown. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 2 years after the dental implant was placed, in ada site #3 of the patient¿s mouth, loss of osseointegration was verified. Patient presented with loose crown. There were no reported patient injuries or complications.